Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 155 mg/dl at the time of incident. Customer stated that the pump had no delivery alarm during bolus. The customer reported that the customer was not in home so customer was not able to do the troubleshoot. The insulin pump will not be returned for analysis.